Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during routine testing at the user facility, leakage from the disposable battery was noted. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No additional info was provided.